Manufacturer narrative:
D4: additional information. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a fistulagram of the arm involving a "larger" dialysis patient via possible radial access, a micropuncture transitionless stiffened cannula access set introducer stretched as it was being removed and exchanged for a larger wire. The fistula was not reported to be calcified; scarring was reported to be probable. Resistance was encountered upon removal of the device. The procedure was completed as planned, as the device was no longer required for the procedure. Stretch points were reported to be visible on the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control procedures and a visual inspection of the device were conducted during the investigation. One mpis outer catheter was returned to cook for investigation. Physical examination of the returned device showed the device was elongated in three places. First elongation started at 2.1cm from hub and was 1.2cm in length. The second elongation started at 6.7cm from hub and was 1.6cm in length. The third elongation started at 8.9cm from hub and was 6.3cm in length. The overall length was 17.3cm. There were several kinks located throughout each elongated section. Additionally, a document-based investigation evaluation was performed. A review of the device history record showed one relevant, potentially failure-related nonconforming event; all affected devices were scrapped. It should be noted there were no other reported lot-related complaints. There were no identified gaps in the device drawing, specifications, manufacturing instructions, or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information available provides evidence to support that the device was manufactured to specification. The product is packaged with instructions for use which cautions, ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ based on the information available, investigation has concluded that a cause is traced to a component failure without a manufacturing or design deficiency. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
Occupation = scrub tech. PMA/510(k) number = k171275. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a fistulagram of the arm involving a "larger" dialysis patient via possible radial access, a micropuncture transitionless stiffened cannula access set introducer stretched as it was being removed and exchanged for a larger wire. The fistula was not reported to be calcified; scarring was reported to be probable. Resistance was encountered upon removal of the device. The procedure was completed as planned, as the device was no longer required for the procedure. Stretch points were reported to be visible on the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.